Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10mg/ml morphine via an implantable infusion pump for non-malignant pain. It was reported that the hcp experienced higher than normal pressure when they accessed the pump. The hcp reported that the pressure pushed passed a locked clamp on the refill kit. The hcp got back roughly the amount of drug expected and was able to refill the pump normally. They hcp aspirated from the catheter and that seemed normal as well. The patient had a severe spasm throughout their entire body for which an ambulance was called. It was reported the symptoms came on suddenly. No further complications were reported.